Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was both heavily calcified and tortuous and 90% stenosed. The nc trek balloon dilatation catheter met resistance during advancement to the lesion. Once at the lesion, the balloon was inflated first to 14 atmospheres, then to 16 atmospheres, but ruptured. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Since the calcification was cracked, the procedure was completed with implantation of a stent. No additional information was provided.